Manufacturer narrative:
(B)(4). Method: lot order search. Results: a lot order search was performed and one (1) similar complaint was found. The product has not yet been returned. (B)(4).

Event description:
The customer reported that the surgeon had difficulty twisting the injector as he was advancing the +7.0 diopter aq2010v silicone three piece lens, into the eye and the len was torn. The lens was removed and discarded without any harm to the patient. The reporter stated the surgeon tried another injector from this lot and had the same issue.